Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on the screen which made it difficult to read. The battery life diminished, less the 7 days. The customer stated oil on water/ rainbow effect on the screen, they had to put in more than 1 battery to get the insulin pump to recognize the new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.